Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a no delivery alarm. The customer's blood glucose was 460 mg/dl. Troubleshooting for high blood glucose found the customer was displaying symptoms such as high ketones. The customer was treated with a insulin pen and basal delivery. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The insulin pump also passed a high pressure test. No add'l info provided.